Event description:
It was reported that the customer's blood glucose went up to 428 mg/dl. Customer had reportedly forgotten to connect infusion set to her body. Customer treated with manual injection. Customer later stated that her blood glucose had gone from 234 mg/dl down to 173 mg/dl after treating with 2.8 units of insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.